Event description:
This report is based on information provided by a philips bench engineer and a rdt (remote diagnostic technologies) technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility, indicating that the device had a dark patch on the touchscreen display. There was no patient involvement, therefore no health consequences or impact.